Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: as no physical sample, picture sample, material number, or confirmed lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the unspecified bd¿ needle broke off into the patient during use, and was removed with hemostatic forceps. The following information was provided by the initial reporter, translated from (B)(6) to english: "the patient was injected with antiviral drugs due to upper respiratory tract infection, and a disposable 5ml syringe needle was used. When the needle was pulled out after injection, the syringe needle broke off, the needle was left in the patient's body and the injection site of the patient was quickly fixed, and the needle was pulled out with hemostatic forceps".